Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during dwell 4 of 6. Per the callscript, the home patient (hp) was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. The proper procedures were reviewed with the patient. It was unknown how the patient would complete therapy. There was no form of samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) was not confirmed. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.